Manufacturer narrative:
If implanted; give date: n/a (not applicable). Removed/replaced within initial procedure. If explanted; give date: n/a (not applicable). Replaced within initial procedure. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported a z9002 19.5 diopter intraocular lens (iol) ripped the capsular bag when inserting into the patient's right eye (od). Vitrectomy was performed, and no injury was reported. Patient visual acuity post-operative is 20/50. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).

Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on: 10/26/2018, device returned to manufacturer? Yes. Device evaluation: the returned z9002 lens was received in the packaging box in the lens case. The lens was observed under microscope and viscoelastic residues were observed. The lens was received cut in two pieces with one of the haptic bent. The lens condition is consistent to a lens that has been handled and removed during the procedure. The complaint of capsule tear could not be verified since it is a surgical situation. No product quality deficiency was identified. Manufacturing records review: during the manufacturing record review of the production order for this serial number, no product deficiency was identified. The documentation shows that the production order was manufactured according to specifications. Historical data analysis: a search of complaints revealed no other complaints have been received for this production order number. Labeling review: the labeling review was completed and revealed that the directions for use(dfu) provide the customer with proper usage instructions and guidelines. The dfu advice the customer in certain circumstances to consider for the lens implantation. No labeling changes are required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.